Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and observed that the device was missing its lid magnet. The lid and the battery were replaced to resolve the issue. The device can not be repaired due to the other non related issue. The customer will be provided with a replacement device. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that the device was missing its lid magnet. In this state, the device would not detect the lid being opened or closed, and therefore would not automatically power on or off which can lead to a use error resulting in a failure to deliver defibrillation. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker further evaluated the customer¿s device at the product analyses center (pac) and the other, non relevant issue was confirmed. The customer's device was archived by stryker. The customer has been provided with a replacement device. The likely cause of the reported issue of missing magnet was determined to be due to the device's lid assembly.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that the device was missing its lid magnet. In this state, the device would not detect the lid being opened or closed, and therefore would not automatically power on or off which can lead to a use error resulting in a failure to deliver defibrillation. There was no report of patient use associated with the reported event.